Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448137m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the thermocool® smart touch® sf bi-directional navigation catheter (stsf) catheter was inserted into the left atrium (la), the cardioverter defibrillator was placed. During mapping the la with a pentaray nav high-density mapping eco catheter, the patient became hypotensive, and cardiac tamponade occurred. Echocardiogram confirmed pericardial effusion. Pericardiocentesis was performed to drain the fluid from the pericardial space. The remainder of the procedure was aborted. After a follow-up, the patient¿s condition had improved. There was no report of prolonged hospitalization. The physician relates the cause of the event to the procedure and commented that although the drop to the patient¿s blood pressure was confirmed during mapping with the pentaray catheter, a la penetration with this catheter would be unlikely, and that there was a high possibility that the penetration occurred with the stsf when defibrillation was performed. No biosense webster, inc. (Bwi) product malfunctions were reported. With the available information, this event was conservatively assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter (stsf).